Event description:
Hemocue received a complaint that the analyzer does not correlate with chemistry analyzer (siemens or stripmeter). Results from two patients were received, for both patients it showed >100 mg/dl on hemocue and <70 mg/dl on lab analyzer.

Manufacturer narrative:
Despite several reminders no goods were sent in by the customer and there was no response to questions sent by hemocue ab. Since there is no possibility to investigate the actual device, a device history record check was done for the analyzer and microcuvettes, nothing related to the customer problem was found. The investigation was done on retained microcuvettes of the same batch as the customers, the result were all well within specification.